Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was hospitalized on (B)(6) 2017 9:30 pm with a blood glucose level of 500 mg/dl and diabetic ketoacidosis. The customer was treated in the intensive care unit. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The high blood glucose was caused by bent cannulas. The caller was assisted with educating them on the proper sight insertion techniques. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.